Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The pt had a mr exam. She was scanned with a sense cardiac coil and felt a heating sensation. Three hours after the examination, a large second degree burn was observed on the pt's arm. It was stated in the coil cable touched her skin in the area of the burn.